Event description:
Quantum (phase ii) 64-channel breakout - internal socket for cable connection becoming loose from casing and data loss following temporary disconnection of patient from main monitor, issues with re-connection. The reporter noted that this was not a problem with previous version of this technology. The report further noted that the patients being monitored are people with severe epilepsy and seizure data has been lost on a number of occasions. No injuries reported.

Manufacturer narrative:
Initial report reference to natus complaint#: (B)(4). (Related to MDR 9612330-2022-00037). Follow up's were made with the customer to request the questionnaire be returned. Questionnaire was received and it was confirmed there was no death or serious injury. Customer stated "the errors are two separate events however affecting the same recording system (long term video eeg) as a whole. It occurred on a number of headboxes, quantum 64 and quantum 128, and affected a number of patient's recordings." Customer says this occurred multiple times between (B)(6) 2022. Patients were given anti-seizure medication to capture the seizure. Due to the failure of the recording, the seizures were not captured. Further hospitalization was then required to re-administer medication in order to re-record the seizures. Customer provided update, stating the loose socket connection affects both products. Each unit has two issues, loose socket causing loss of headbox connection and firmware issue causing the loss of data. Customer confirmed the two units involved were quantum 64 headbox, and quantum 128 headbox. Customer no longer has these units, they have been sent to optima medical. Request made to technical support to reach out to optima medical to request the confirmation of the parts and serial numbers returned by the customer, as well as confirm if the parts are available to be returned to natus for evaluation. Optima confirms both parts are in their possession. Follow up made with technical service to request return of these products to natus. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line 5.13 in (B)(4) xltek eeg psg risk analysis spreadsheet. Severity - 3, low risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Follow up report to follow with UDI and serial number. Further investigation to be carried out.

Event description:
Quantum (phase ii) 64-channel breakout - internal socket for cable connection becoming loose from casing and data loss following temporary disconnection of patient from main monitor, issues with re-connection. The reporter noted that this was not a problem with previous version of this technology. The report further noted that the patients being monitored are people with severe epilepsy and seizure data has been lost on a number of occasions. No injuries reported.

Manufacturer narrative:
Follow up report 001 reference to natus complaint (B)(4). Engineering provided an update stating this is a known issue. Engineering plans to have this resolved with the release of nw 9.3. There is no solution that we can provide at the moment for this issue but as a local solution optima provided emu40ex bob replacements while waiting for the new gma release. Failure confirmed?:yes. Investigation result code: neuro sbu/connection issue. Serial number is not available. Install date: 28-jun-2021. Closure rationale: complaint verified, correction deferred to future product release. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.